Event description:
It was reported that during a da vinci si prostatectomy procedure, the cable on the mega suturecut needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one grip close cable was broken at the distal idlers and was sticking out at the instrument's wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reportable malfunction, if to reoccur, could cause or contribute to an adverse event.